Event description:
Related manufacturer ref: 3005334138-2022-00026. During the procedure, a blood leak was noted from the hemostasis valve. The device was exchanged and the issue reoccurred. The procedure was completed using a third introducer with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.